Event description:
During the procedure, the doctor noticed that the lens was not folded correctly in the delivery device. Another lens was used to complete the procedure.

Manufacturer narrative:
This form was completed by the manufacturer.